Manufacturer narrative:
Additional information provided in b.2., b.5. And h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received and stated that the cartridge defective was noticed when opened also not used the cartridge and surgery was completed with another cartridge during the initial procedure and there was no patient contact.

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, lens scratched in delivery system, cartridge defects identified both externally and internally.the procedure was completed with another lens. There was no patient contact. Additional information was requested. There are two medical device reports associated with this report. This is 2 of 2.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).